Manufacturer narrative:
Previously stated the values of the sphere/cylinder/axis as -8.5/+0.5/085. The actual values are -8.5/+0.5/086. (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry, in a lens case/vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -8.5/+0.5/085 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to excessive vault.